Event description:
It was reported that before patient use, the cs300 intra-aortic balloon pump (iabp) had autofill issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that before patient use, the cs300 intra-aortic balloon pump (iabp) had autofill issues. There was no patient involvement. A getinge field service engineer evaluated the unit and could not duplicate the reported issue. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The unit was then released to the customer and cleared for clinical service.

Event description:
N/a.